Event description:
It was reported by service report that the siderail could not remain latched and the brakes would not hold. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Ring weldment.